Manufacturer narrative:
Other text: additional information in h3, h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition with no physical damage. During investigation, overtemperature alarm in 1 minute after powering on the device. He pump was loud, and the return tube had a lot flow rate. The device was powered off and allowed to cool down. The device was powered on again and this time, the solution was heated to a temperature of 41 degrees in 9 mins and remained stable throughout the test. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: none. No problems or issues were identified during this device history record review.

Manufacturer narrative:
Additional information was received indicating that the filed service technician that was on site at the customer facility was able to reproduce the customer reported product problem for this fluid warmer. It was also reported that this device was producing an over temperature alarm with the use of di-60hl disposable, and was failing to reach a temperature of 41 7 degrees celsius. A fluid warmer similar to this affected one was returned to the investigation site for a more formal and complete analysis. The results of that investigation are as follows. The examined warmer went into an over temperature state when the dl 60hl disposable was used. This was not the case for the di-300 or di-100 disposables. It was unknown why the use of dl 60hl disposable was causing the device to alarm. The source of this problem was unknown. A root cause was not identified for this problem. The investigator did note however that the investigated device was reaching the required temperature of 41.7 degrees celsius as intended.

Event description:
It was reported the device was being tested prior to being put into service and the device gave an over temperature alarm. No patient involvement.